Event description:
The pt experienced chronic intense pain and loss of motor function due to nerve damage that prevented her from functioning as a normal person. She became permanently disabled. Additional details are unknown.